Manufacturer narrative:
A direct correlation between heartmate 3 lvas and the reported events could not conclusively be established through this evaluation. It was reported that the patient experienced a parenchymal subarachnoid hemorrhage (sah) with infarct in left cerebellar hemisphere on (B)(6) 2018. The patient expired on (B)(6) 2018. The account communicated on (B)(6) 2018 stating that the pump was not explanted. The family did not desire an autopsy. There is no product available for evaluation. The heartmate 3 lvas IFU lists stroke and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU also explains that the power cable disconnected alarm is triggered when a power cable is removed from power. The alarm continues with one beep every second until the connection is restored or the silence alarm button is pressed. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year. It is unknown if or when the lvad was explanted from the patient after expiration. A request for status of the product will be sent to the user facility. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with confusion, headache and inability to move the left lower extremity. At the time, the inr was at 1.8 (had ranged from 1.9-3.6 over the week). A computed tomography (CT) of the head was taken on (B)(6) 2018 showed subarachnoid hemorrhage and a possible mass. A CT of the chest/abdomen/pelvis demonstrated leukocytosis of unknown origin. The patient was transferred the cardiovascular intensive care unit (cvicu) for higher level of care. Anticoagulation therapy was held and one unit of fresh frozen plasma (ffp) along one unit of platelets were administered to reduce the inr. Review of the log file by the manufacturers technical services representative showed that the pump parameters were within normal limits. Repeat CT scans on (B)(6) 2018 showed a new right frontal hemorrhagic lesion, a small left parietal hemorrhagic lesion and a stable fourth ventricular mass. The patient expired on (B)(6) 2018 due to the subarachnoid hemorrhage. Of note, a brain lesion had been observed on inferior aspect of the patient's fourth ventricle and a lacunar infarction involving the right basal ganglia was removed prior to vad implant. No additional information was received.

Event description:
Additional information: it was reported that blood cultures completed after the patient's stroke on (B)(6) 2018 were positive for gram positive rods. The patient was started on prophylactic oral levaquin on (B)(6) 2018. The patient was given 1 dose of intravenous zosyn and started on intravenous vancomycin on (B)(6) 2018. The patient has been on doxycyline since march 2018 for prophylaxis due to pump pocket infection. On (B)(6) 2018, the patient was noted to have petechial spots on oropharynx, palate, and right side of tongue however rapid streptococcus, streptococcus, and sputum cultures were all negative. The account communicated on 31aug2018 stating that the patient had symptoms of confusion, headache, was delirious and experienced left lower extremity (lle) weakness. During the time of event, coumadin was held since 14aug2018 due to high inr and aspirin was held since 13aug2018 due to thrombocytopenia. The account communicated on 11sep2018 stating that the patient had a platelet count of 40-50 during admission and an inr of 1.8 on the day of the event. Additionally, the patient had an inr ranging from 1.9 to 3.6 over the course of the week. On (B)(6) 2018, two CT scans were performed, which resulted in a new hypodensity in the left cerebellar hemisphere. Infract was favored but a mass could have had a similar appearance. The mass was about 8 mm located at the floor of the fourth ventricle. The second CT scan resulted in new small 4 mm areas of hemorrhage near the vertex on the left side and no changes in the older larger areas of hemorrhage near the vertex on the right side and in the left parietal region. On (B)(6) 2018, a CT scan was performed, which resulted in a redemonstration of right parietal intraparenchymal hemorrhage and bifrontal as well as left parietal subarachnoid hemorrhage with no significant change. There was an evolving right occipital infarct with no hemorrhagic conversion and no significant mass effect. On (B)(6) 2018, a CT scan was performed, which had similar results compared to prior CT scan. The patient ultimately expired on (B)(6) 2018 due to heart failure, intracerebral hemorrhage and sepsis. The account communicated on 13sep2018 stating that the pump was not explanted.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Updated investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. Additionally, a specific cause for the patient's infection and sepsis could not conclusively be determined through this evaluation. The system controller event log file contained data between 27jul2018 at 8:54:35 pm through 17aug2018 at 3:25:44 pm. No hazard alarms were captured in the file. It was noted that the power cable disconnect alarms were triggered and appeared to be due to routine power source exchanges. Despite the observed alarms, the pump appeared to have functioned as intended. The remaining log files submitted for review were unremarkable and appeared to show the pump functioning as intended. The family did not desire an autopsy. There is no product available for evaluation. The heartmate 3 lvas IFU lists stroke, bleeding, right heart failure, infection (local, driveline, and pump pocket infection) and sepsis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU also explains that the power cable disconnected alarm is triggered when a power cable is removed from power. The alarm continues with one beep every second until the connection is restored or the silence alarm button is pressed. No further information was provided. The manufacturer is closing the file on this event.